Event description:
It was reported that the right atrial (ra) lead dislodged about nine days after the implant procedure. P waves were low and there was no capture. The lead was repositioned and remains in use. During the ra lead repositioning, the right ventricular lead dislodged, so it was repositioned and remains in use too. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.